Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance, and no capture. The pace/sense potion was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4592-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.